Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine device check. The right ventricular lead exhibited non sustained ventricular oversensing and pacing inhibition. The noise was confirmed by reviewing electrogram. All other lead measurements were normal. The device was reprogrammed to resolve the issue. No patient symptoms were reported.